Manufacturer narrative:
During further investigation (fi), a visual inspection of the touchscreen assembly revealed residue near the lower edge of the touchscreen. Two (2) small indentations were found on the touchscreen surface in the top right quadrant. The indentations were palpable to the touch as well. The touch screen was installed in an fi test ventilator. The ventilator was started up in the diagnostic mode and an unsuccessful attempt was made to run the touchscreen calibration. The calibration could not be completed because at the third calibration box the message ¿bad touch detected¿ was displayed. There was a significant asymmetry in the resistances when comparing top vs bottom and left vs right corners. Cleaning the touch screen with alcohol did not change the resistances. Damage from mechanical impact on the customer returned touchscreen caused an asymmetric change in the resistance pattern. This led to the touchscreen calibration failing.

Event description:
The customer reported that there was a touchscreen calibration failure. There was no patient involvement.